Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure the implantable pulse generator (ipg) exhibited a pacing pause and that the pacing lead exhibited high thresholds with microdislogement suspected. The ipg and lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.